Event description:
Needle pull off: customer reports needle detached from suture during an unspecified procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Two opened packets of lot jje973 were examined. Examination revealed suture remaining inside the swaged needle barrel. Further examination of the suture end showed that the suture was "clipped off" at the swage, that is, the force of the swage clipped or cut the suture causing the separation. Examination of the loose needle found suture remaining within the swaged needle barrel indicating that the separation was also due to clip off. The needles also showed a sharp edge along the needle hole which could have contributed to the suture clipping. Samples of the unopened returned sutures were tested for needle pull off and the results were above usp and ethicon requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers.